Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the proximal lumen/hub of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was noted to be intact. The microcatheter was cut in order to retrieve the stent. The distal end of the stent was broken/fractured during retrieval and won't be coded for. The stent was deformed. All 3 marker bands were present on both ends of the stent. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene (ptfe) present on the proximal end of the stent. The origin of this material is unknown. The sdw was stretched and broken/fractured. The introducer sheath distal tip was damaged. The inner lining of the introducer sheath was inspected and it was undamaged. A functional test was unable to perform as the stent was returned in a deployed state. The as reported code 'stent difficult/unable to transfer' could not be replicated as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'when the stent was inserted into the microcatheter, the stent could not be advanced any further. The microcatheter had to be replaced and a new stent was also used and successfully implanted'. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained. The stent was returned for analysis in a deployed condition inside the proximal section of a microcatheter lumen. The microcatheter was cut slightly distal to the stent in order to remove the stent. Once the stent had been manually removed from the microcatheter (which resulted in damage to the stent which will not be coded for as it occurred during device analysis), the stent was noted to be deformed. There was, what appeared to be some sort of unidentified tubing, wrapped around the proximal end of the stent. This tubing was preventing the stent from fully expanding once it had been removed from the microcatheter lumen. The origin of this material was unknown. The stent delivery wire (sdw) was returned for analysis. The wire was kinked/bent and deformed. It was also broken/fractured. The introducer sheath was returned, and the distal tip of the sheath was noted to be deformed. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved distally prior to stent transfer out of the introducer sheath (this is supported by the damage noted to the sheath distal tip opening). It is likely that, during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent may have become damaged as it passed through the deformed distal tip opening of the sheath. The user would experience increased resistance during further attempts to advance the stent through the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. It is not clear how the sdw became broken/fractured, but it is assumed that significant force was needed in order to remove it from the lumen of the microcatheter. However, this ought to have left part of the sdw inside the lumen of the microcatheter. Based on the review of all available information, an assignable cause of procedural factors will be assigned to as reported ¿stent difficult/unable to transfer ' and as analyzed, ¿stent deformed, ¿sdw kinked/bent¿, ¿sdw deformed¿, ¿sdw broken/fractured during use¿, ¿stent deployed prematurely during use¿, ¿stent introducer sheath distal tip damaged¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis, and it was discovered that the subject stent deployed prematurely during use and the stent delivery wire (sdw) was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.